Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument to perform failure analysis. The instrument was analyzed and found to have the input caps dislodged on the backend. The input caps were dislodged from their original position and were hanging on by the snake wrist cables inside of the housing. As a result, the snake wrist cables were loose causing the instrument to fail engagement. There were no signs of damage inside the housing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler instrument would not articulate properly. The procedure was completed with no reported injury.